Event description:
Event description boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) and right ventricular (rv) lead indicated impedance measurements ranging from 40 to more than 125 ohms. A boston scientific field representative asked a boston scientific technical services consultant (ts) if the measurements might indicate a loose setscrew or blood in the device header. There was no report of adverse patient effects, and the device remains implanted and in service. Additional information was received that the device was explanted for normal battery depletion approximately six years after the initial event. No adverse patient effects were reported.

Manufacturer narrative:
Ts discussed that the available information suggests a loose setscrew would be more likely. Ts recommended attempting to create noise via pocket manipulation, and invasively proceeding to check the lead's defibrillation channel connections if noise is produced. No advisories were found for this device. Available evidence indicates this device and lead remain implanted; no additional information was available from the patient's boston scientific crm field representative. This event will be reopened and updated if additional information is received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in the lead barrels. All set screws were intact and operated normally. The device passed defibrillation lead impedance testing. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field observation was not confirmed.